Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on reset was observed. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) after an appropriate shock. The right ventricular (rv) lead was suspected of insulation damage. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.